Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings:a review of the device history indicated a cs 012 call service alarm on the event date. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully without any duplicated alarms. The pump case was removed and no evidence of intermittent contact was found on the internal circuits. Unrelated to the complaint, the display screen appeared dim and faded.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 012) issue. The reporter stated that the pump emitted call service alarm cs 12-f665 immediately upon powering on. The reporter was unable to clear the alarm with a reboot and could not confirm the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.